Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The xience sierra stent delivery system (sds) was not possible to proceed and when it was removed, it was noted that the stent had shifted. Therefore, it was not used. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderate calcification and moderate tortuosity of the artery causing the reported failure to advance and noted material deformation. The investigation was unable to determine a conclusive cause for the reported stent dislodgement as it was not confirmed during return evaluation of the device. However, material deformation of the stent was noted which may have been misidentified as stent movement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Nab3. Date of event - correction, changed from 11/11/2021 to 11/03/2021.